Event description:
The customer reported that the device displayed a defib cycle power error 1000 message. There is no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.